Event description:
It was reported on (B)(6) 2013, that a hardware removal took place several months ago due to an infection. The hardware removal procedure was not reported at the time to complaint handling unit (chu) because it was reportedly a planned procedure. The consultant was present for the removal surgery. The consultant will meet with the or coordinator to provide further details of the removal surgery. It was reported on (B)(6) 2013, the surgery was a hardware removal due to an infected hip. The tfn nail with a lag screw and locking bolt were removed due to an infection. The lag screw can be removed with vice grips or other tools, but a t-handle lag screw driver was available and provided by the sales consultant. No delay was reported. On (B)(6) 2013, it was reported that the surgery was delayed by 20 minutes to obtain the t-handle lag screw driver. On (B)(6) 2013, it was reported that the lag screw driver was provided as a courtesy because the surgeon did not have one. It is not considered part of the complaint. This report is for an unknown locking bolt. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.